Event description:
End user called in to report stripping his skin on the right side of his peristomal skin upon removing his wafer approximately 1 month ago. The end user stated this area measures less than 13 mm in circumference.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he changes his wafer every 1-4 days, cleanses his peristomal skin with ivory soap, uses reliamed protective barrier wipes followed by premium powder by hollister to his peristomal skin. The end user also stated he uses stomahesive paste on his peristomal skin. The end user put hydrogen peroxide on the open area and was also instructed on crusting with stoma powder, skin protective barrier wipes or water. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.